Event description:
Home pt's (hp) rn contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 5 of their automated peritoneal dialysis (apd) therapy. Rn stated, "the supply line was leaking a little at the spike connection, it looked like the spike pulled back a little when the cart was moved". Tsc assisted hp in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.